Event description:
Procedure: lap chole. According to the reporter: the bag tore on the side upon removing from the patient. There was no harm to the patient.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 02/23/2015.